Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens in the patient's eye and a refractive surprise was noted. The lens remain implanted.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).